Event description:
It was reported that the implantable cardiac monitor (icm) appeared to have migrated out of the incision due to possible erosion. The icm was explanted. No further patient complications have been reported as a result of this event.